Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event. Evaluation of the evercross balloon indicated both a longitudinal tear and circumferential tear in the balloon material.

Event description:
This procedure was performed in (B)(6):balloon ruptured in the sheath after the procedure.